Event description:
In 2007, the primary tlif surgery was performed on 35 - s for lumbar spinal canal stenosis or intervertebral foramen stenosis. In the post-op, the pt was wearing a brace for 4 months. At about 2 months post-op, it was found the screw on s fractured. In 2008, during a follow up check, it was confirmed the bone fusion was obtained.

Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.